Event description:
It was reported that, approximately 1 to 1 1/2 years ago, a patient underwent an anterior and posterior repair and sling procedure. A few days later the patient returned with signs of acute abdomen. A laparotomy revealed a bowel perforation. The patient died post-operatively.